Manufacturer narrative:
Medical device lot number for second product is 7054917. Medical device expiration date for second product is 06/30/2018. (B)(4). Device manufacture date for second product 02/23/2017. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 127089 with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k3e 5.4mg plus blood collection tubes under filled during blood collection.